Event description:
The perceval valve was implanted in (B)(6) 2014. Gradients were high with mpg of 20 mmhg and ppg of 34mmhg. Five months after, gradients were still high with mpg of 22mmhg and ppg of 39mmhg. Another month later, the leaflets were not coapting properly and the gradients went up to mpg of 29 mmhg and ppg of 65mmhg and in (B)(6) 2016 the mpg was 48mmhg and ppg was 65mmhg. No intervention has been taken as a result of this event.

Event description:
Re-operation has not been performed as the patient has chosen not to have surgery. The patient is doing well.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s heart valve, model pvs21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s heart valve at the time of manufacture and release.